Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that a saline spill has caused the front end board to fail. The stm replaced the front end board then calibrated the transducers. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during the initial start up of the cs300 intra-aortic balloon pump (iabp) and prior to use on a patient, fault code #117, and fault code #45 were generated. There was no patient involved and no adverse event was reported.